Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025 mpxr (B)(6) (rep, hcp, for): medtronic received a report that after the catheter was in place during the surgery, the stent was delivered. When the stent was delivered to the distal end of the catheter, the stent could not be pushed out of the catheter. Repeated attempts failed. Later, attempts were made to retrieve the stent and it was found that the stent was stuck at the tip of the catheter. Later, the entire system was withdrawn and replaced, and the surgery was successfully completed. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured intracranial cavernous sinus segment aneurysm with a max diameter of 4.5 mm and a 3.6 mm neck diameter. The landing zone was 4.66 mm distally and 4.73 mm proximally. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with an 8 mm diameter. Angiographic result post procedure was vascular patency. No patient symptoms or further complications were reported as a result of this event. (B)(6) 2025 e1 (rep, hcp, for): additional information received reported resistance occured in the distal end of the catheter. Continuous saline flush was administered and maintained as indicated in the instrucitons for use (IFU). There was no damage observed to the pipeline pushwire or catheter.

Manufacturer narrative:
H3: the pipeline flex was returned within the marksman catheter. The pushwire was returned extending out from catheter hub. In addition, the distal braid end, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker and tip coil. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter. The marksman catheter tip and marker were examined; and no damages were found. No other anomalies were observed. The pipeline flex was pushed out from marksman catheter without any issue. The total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Based on the analysis findings, the pipeline flex and marksman catheter could not be confirmed to have resistance as no defect was found with marksman catheter and pipeline flex pushwire. Possible causes of failure include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, users pulls back on/torques wire while advancing ped in microcatheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the catheter was in place during the surgery, the stent was delivered. When the stent was delivered to the distal end of the catheter, the stent could not be pushed out of the catheter. Repeated attempts failed. Later, attempts were made to retrieve the stent and it was found that the stent was stuck at the tip of the catheter. Later, the entire system was withdrawn and replaced, and the surgery was successfully completed. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured intracranial cavernous sinus segment aneurysm with a max diameter of 4.5 mm and a 3.6 mm neck diameter. The landing zone was 4.66 mm distally and 4.73 mm proximally. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with an 8 mm diameter. Angiographic result post procedure was vascular patency. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.